Event description:
On (B)(6) 2013, during a distal tibia plate insertion, a drill bit broke off into the operating site. Drill bit remains embedded in patient. No fragments or x-rays available at this time. The procedure was intended to address an acute fracture. No delay to the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional code hsz. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.